Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 5 and 24 hours. The pod cannula retracted, indicating a needle mechanism failure. The cannula did not insert into the skin and was not visible when the pod was removed but the pod pink slide moved forward.

Manufacturer narrative:
On march 29th, 20206, submitting correction supplemental to update h6.